Event description:
A review of service data detected a reportable event. Upon service investigation of battery charger/modem sn (B)(4), the battery charger was resetting. The last pt to use device did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. As received, the battery charger was resetting. The cause of the resets was isolated to an improperly connected cell modem. The root cause of the improperly connected cell modem cannot be positively identified but is likely due to rough handling while in use. No adverse event occurred due to the defective battery charger. The last pt to use this battery charger did not report any problems.